Event description:
It was reported that the patient was alerted to a lead integrity alert (lia) on the right ventricular (rv) lead. The lead was found to have high thresholds, high impedance, and oversensing of short v-v intervals and non-sustained tachycardia. The lead was confirmed to have a fracture. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.